Event description:
During surgery, the physician noticed the catheter was leaking. The catheter was immediately explanted and replaced. There was no pt injury. Following the surgery, the pt had a good therapy outcome.

Manufacturer narrative:
The catheter has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.